Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the physician decided that the previous report was incorrect and there was no distal cerebral artery embolization in the same vascular territory during the procedure. There was no potential complaint with the devices.

Event description:
Medtronic received a report that there was distal cerebral artery embolization in the same vascular territory during a procedure involving a react 68 catheter and a solitaire stent retriever. The patient did not experience any symptoms, complications, or injury associated with the event. There were no alleged product issues. The patient was undergoing a mechanical thrombectomy for an ischemic stroke. The clot was located in the m1 segment of the right middle cerebral artery. The final arterial access route was femoral. IV tpa was contraindicated. Three passes were made with the device. The stroke onset was on 19-aug-2024 at 11:00am and the final reperfusion was 16:43 on (B)(6) 2024. The patient's baseline mrs, nihss, and tici scores were 0, 9, and 0 respectively. Post procedure these were 1, 1, and 2b respectively.

Manufacturer narrative:
Continuation of d10: product ID: react-68 (unknown); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.